Event description:
A customer reported an issue with the touchscreen of their pump, describing it as frozen and unresponsive to input. The customer attempted to resolve the issue by resetting the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.